Manufacturer narrative:
(B)(4). The customer returned a used spring-wire guide assembly and an ars syringe with the introducer needle attached for evaluation. The s pring-wire guide was found to be unraveled and the distal end was stuck in the cannula of the introducer needle. The spring-wire guide was removed from the introducer needle and ars syringe and examined. The distal weld was detached from the inner core wire. Remna nts of the core wire showing signs of necking were found attached to the weld. The distal end of the core wire was examined and also should signs of necking. The tip of the introducer needle was found to be bent downward, indicating use. The spring-wire guide and introducer needle met all dimensional requirements. A manual tug test was performed on the proximal weld and it was found to be intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for- use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. (Con't) other remarks: the customer reported issue of the spring-wire guide unraveling during insertion was confirmed during the sample investigation. A DHR review was performed and no relevant findings were identified. Dimensional inspection was performed and no issues were identified. Based on the information provided and the condition of the returned sample it was determined that the probable cause of this issue is operational context.

Event description:
The customer alleges that the swg (spring wire guide) did not pass to the ars (syringe) during insertion. Initial evaluation of the returned sample found the swg unraveled.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) did not pass to the ars (syringe) during insertion. Initial evaluation of the returned sample found the swg unraveled.